Event description:
It has been reported to philips that the footswitch was not working properly no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has attempted a good faith effort to obtain more information on this complaint but have not received a response. The root cause of this issue is unknown. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. Codes have been updated based on the investigation outcome.